Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was on third firing of the device with a white cartridge on the small bowel when the stapler appeared to slow down and stop mid firing per the surgeon. The surgeon was able to operate the reverse feature and then opened and removed the device with no consequence to patient. The stapler was passed off the sterile field and another one was opened to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Don't know. What other color cartridges were used before and after this event? Don't know. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Don't know. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Not at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. It would appear from the cartridge condition that the user fired into spent cartridge lockout as all functions of the device were normal. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device fired as intended and the returned reload was noted to be fully fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.